Manufacturer narrative:
No sample was returned for evaluation. A potential failure mode could be "poor flow", a potential root cause for this failure could be" improper storage causing crushed pad, pad dimples, and/or pad lines." The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "5. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. 6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit. 7. When finished, empty water from pads. Cold temperature increases the adhesiveness of the hydrogel. For ease of removal, leave pads on the patient for approximately 15 minutes to allow the hydrogel to warm. Slowly remove pads from the patient and discard."

Event description:
It was reported that the patient's temperature was not decreasing. The patient's temperature was 40c and the water temperature was 5.3c. There was a foley probe in use and the trend indicator was in the center. The flow rate was 1.8lpm. The pads were disconnected and reconnected using the proper technique and the flow rate remained at 1.8lpm. The patient was shivering and a bair hugger was added. After an hour, the patient was administered versed and the patient's temperature was 39.3c with the trend showing three arrows down.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the patient's temperature was not decreasing. The patient's temperature was 40c and the water temperature was 5.3c. There was a foley probe in use and the trend indicator was in the center. The flow rate was 1.8lpm. The pads were disconnected and reconnected using the proper technique and the flow rate remained at 1.8lpm. The patient was shivering and a bair hugger was added. After an hour, the patient was administered versed and the patient's temperature was 39.3c with the trend showing three arrows down.